Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that it was resolved. Decreasing the setting resolved the issue.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. The reason for call was to report that since received implant on july 30th had experienced less than 50% improvement in frequency symptoms. Patient said that when they took tonsilosine as directed by healthcare provider, symptoms got worse and had to pee every 20 minutes to 30 minutes. Patient said they made some adjustments since they received the implant however had noticed as they continued to increase the setting, felt electricity in their penis. Reviewed therapy information and general programming guidance. Patient said will decrease the setting and will continue to track symptoms. Patient said monitor symptoms for a week and then follow up with healthcare provider next week.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.